Event description:
Allegedly, a short time after surgery, the bipolar dislocated from the acetabular cap when standing up from a wheelchair. On (B)(6) (mon.), the bipolar did not fit well into the acetabular cap, and some stress was applied, causing the head to dislocate from the bipolar. On tuesday, (B)(6), the neck, head, and cup were removed, and the short straight l head was replaced with a short ar15 m head to strengthen the resistance to dislocation, and the operation was completed. There were no problems during the initial trial healing, during the rasp, or after the insertion of the real stem, and the trial was performed as usual with the short straight m head and l head. What was of some concern was that the trial osteotomy head at the initial surgery was about 48.5 mm in diameter, and although the 48, 49, and 50 trials were performed, the response to all of them was subtle. The bipolar dislocation from the acetabular side occurred around august of last year, and at that time, it was hooked by non-invasive and manual repair, so it did not lead to revision. Was used an orthodox posterior approach, and the approach may have been the cause of the dislocation. It is likely that the locking mechanism of g26 was unlocked and dislocated due to some kind of stress concentration, such as the bipolar being caught on the acetabulum, during the non-obturative and manual bipolar dislocation repair. (B)(4).

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, a short time after surgery, the bipolar dislocated from the acetabular cap when standing up from a wheelchair. On (B)(6) (mon.), the bipolar did not fit well into the acetabular cap, and some stress was applied, causing the head to dislocate from the bipolar. On tuesday, (B)(6), the neck, head, and cup were removed, and the short straight l head was replaced with a short ar15 m head to strengthen the resistance to dislocation, and the operation was completed. There were no problems during the initial trial healing, during the rasp, or after the insertion of the real stem, and the trial was performed as usual with the short straight m head and l head. What was of some concern was that the trial osteotomy head at the initial surgery was about 48.5 mm in diameter, and although the 48, 49, and 50 trials were performed, the response to all of them was subtle. The bipolar dislocation from the acetabular side occurred around august of last year, and at that time, it was hooked by non-invasive and manual repair, so it did not lead to revision. Was used an orthodox posterior approach, and the approach may have been the cause of the dislocation. It is likely that the locking mechanism of g26 was unlocked and dislocated due to some kind of stress concentration, such as the bipolar being caught on the acetabulum, during the non-obturative and manual bipolar dislocation repair. (B)(4).